Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of a damaged cannula tip could not be confirmed. In the absence of the event unit, it is difficult to determine if the damaged cannula tip was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause at this time. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Event 1 of 2: medwatch # 2027111 - 2020 - 00528. Event 2 of 2: medwatch # 2027111 - 2020 - 00549. Procedure performed: ni. Event description: "the balloon tip broke off when inserting into the patient." Additional information received via phone on 04aug2020 from hospital materials management: the report was filed within the facility on 03aug2020. The event date is currently unknown. Additional information received via email on 04sep2020 from hospital rn: the balloon on the trocar leaked during the case. It was a slow leak and no pieces were left in the patient. The case was completed with another c0r50 trocar. The patient status was fine. There was no patient injury. Type of intervention: the case was completed with another c0r50 trocar. Patient status: no patient injury indicated.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: the balloon tip broke off when inserting into the patient. From materials management: the event date is currently unknown. It is unknown if the product is available for return. Patient status: no patient injury indicated.